Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer complained variable co2 values with the oxygentator during patient treatment after four days in use. Customer replaced the oxygenator with another one. No harm to the patient was reported. (B)(4).

Manufacturer narrative:
(B)(4). The product was visual inspected in the laboratory of the manufacturer. The oxygenator was cleaned with natriumhypochlorit. During visual inspection no damages or other abnormalities were detected. For further examination all four sides of the oxygenator were sawn open, and the mats were inspected for any signs of damage, marks or any other anomalies. No abnormalities were found. The number of gas mats was also counted, and there are 90 mats on the gas side and 22 mats on the side of the heat-exchanger this is within specification. There were no signs of any clotting between the mats, or anything else of note. Thus the reported failure could not be confirmed. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. A DHR review was performed for the affected product: basic lot 70113519 and packaging lot 70113693 (serial number (B)(4)). The avz from (B)(4) was reviewed on 2017-09-05. There were no references found, which are indicating a nonconformance of the product in question. Additionally a review of the weekly performance monitoring according to (B)(4) has been reviewed (dms# 2443394), the performance tests passed the acceptance criteria. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).